Manufacturer narrative:
(B)(4).

Event description:
It was reported patient presented a remote merlin.net transmission with nonsustained rv oversensing episodes. Review of the transmission revealed oversensing of non-physiologic signals. Programming was not successful in resolving oversensing. Possible lead issue may be present. Lead replacement was recommended. No further information is available.